Event description:
Pt identification info was transfered incorrectly. Several images (6-8) were scanned and pt info was transposed. The facility's personnel immediately recognized the issue and corrective action was taken. No serious injury or death occurred.